Manufacturer narrative:
The subject device has not been returned to omsc but was returned to olympus (B)(4).olympus (B)(4) sent the device to a third party laboratory for microbiological testing. As a result of the testing, no microbe was detected from samples taken from the instrument, the air/water, the auxiliary water channels and the distal end of the device.omsc reviewed the manufacturing history of the device and confirmed no irregularity.the exact cause of the reported event could not be conclusively determined at this time.if additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that as a result of microbiological testing by the user facility, the sample collected from instrument channnel of the subject device tested positive for unspecified microbes (1cfu/ml). The user facility did not provide other detailed information such as the type of microbes and the reprocessed method. There was no report of infection associated with this report.